Event description:
It was reported that the patient underwent a revision surgery in which a tactra device was removed and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the tactra instructions for use (IFU). The tactra IFU lists altered therapeutic response as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery in which a tactra device was removed and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No further information was provided.